Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer experienced blood glucose (bg) level of 43mg/dl. Customer suspected the pump settings were incorrect. Bg was treated with carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.